Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted that the lead was returned severed and in two pieces, some of the lead segments may not have been returned. All of the conductor ends were cut, and there were setscrew marks noted on all of the terminals. There was stretched and deformed conductor coils, and the extraction stylet was still tuck in the tip of the lead when returned. The helix was extended and there was tissue and bodily fluid in the lead. Analysis could not confirm the clinical damage based on the segments that were returned

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms and was found to be fractured. As a result, the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.